Event description:
The account alleges the compressor is not running and the coil cable has bare wires. No injury reported.

Manufacturer narrative:
The tech replaced the coil cable to resolve the issue.